Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic ketoacidosis and difference between sensor glucose and blood glucose levels. The customer reported blood glucose value of 30 mmol/l along with symptom malaise. The customer treated hyperglycemic event with insulin pump, emergency room visit, and by overnight hospitalization stay. Diabetic keto acidosis and malaise was treated with overnight hospitalization stay. The event involved product(s) mmt-7040d4. Troubleshooting was performed for hypoglycemic event. Customer was using the insulin pump system within 48hrs of reported event. Customer was not using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for difference between sensor glucose and blood glucose levels allegation. The customer was reporting blood glucose value of 12 mmol/l and sensor glucose value of 3.1 mmol/l at the time of the event and difference between sensor glucose and blood glucose was not within acceptable range. No further patient complications were reported. No product return is required for mmt-7040d4.